Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device main drawer 3 was showing failed by user and also had pocket a1 failed with a status of open and unsecured. The field service engineer (fse) was able to open the drawer and the pocket using diagnostics. The drawer position sensor was working. The customer had mentioned that the black rectangle on the top of the a1 pocket was loose. That pocket was detecting as open when it was closed. The fse opened the pocket using diagnostics and inspected the black latch hook tab on the top of the failed pocket. The tab was slightly shifted to the left and not snapped completely into place. Fse was able to remove it and inspect it. All of the mounting logs were in place, and it did not appear to be broken in anyway. Fse was able to fully snap it back into place where it was secure on the lid of the pocket. When fse closed the pocket lid, that pocket detected closed. The fse rebooted the station and had the customer attempt to recover the pocket to resolve the issue. A potential future issue was identified with the medication stored in pocket a2. The 2×1 pocket contained two bottles that were too tall, requiring the lid to be forced shut and causing it to flex in the middle. This condition was expected to eventually break the lid latch, though it was still functioning at the time. An empty 2×2 pocket in drawer 5 was identified, and the bottles were placed on their sides there to prevent contact with the lid. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 3 failed to lock, and the cubie pocket failed to lock. Customer stated that this was satellite unit at another location where there was no pharmacy support available to dispense medications to patients. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.